Event description:
It was reported that the insulin pump drive support cap is protruding. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with loose drive support disk, missing end cap sticker and cracked case at display window corners.